Event description:
The customer's father reported that the insulin pump turned off and went through 10 batteries before it turned on. Troubleshooting was done for off no power. Customer's blood glucose was 129 mg/dl. Customer stated that this was the second occurrence of off no power without low battery warning. Troubleshooting was done for failed battery test and battery out limit. The customer was advised the recommended batteries to use for the insulin pump. Customer stated that the batteries were not out of the insulin pump greater than duration allowed. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back up plan per health care provider. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No display or battery anomaly was observed during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.